Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The lower housing assembly was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The lower housing assembly was recommended for replacement.

Event description:
The hospital reported a malfunction during pre-use checkout causing a leak greater than 4.5lpm. There was no report of patient involvement.